Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is no issues found related with the manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants. Healthcare professional additionally reported right side capsular contracture baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants. Healthcare professional additionally reported right side capsular contracture baker grade IV. The device has been explanted and replaced.